Manufacturer narrative:
(B)(4).

Event description:
It was reported that a no sensor inserted message was received during warmup. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In addition, an early sensor expiration was found in connection to the reported allegation. The reported event of a no sensor inserted message is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.